Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
The following was reported to gore: on (B)(6) 2011, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2016, the endograft was relined with a chimney procedure.

Event description:
The following was reported to gore: on (B)(6) 2011, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. The aneurysm had grown from 82mm on (B)(6) 2015 to 87mm on (B)(6) 2016. The cause of the aneurysm enlargement is unknown. On (B)(6) 2016, the endograft was relined with a chimney procedure.